Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The patient was in poor condition prior to the procedure and patient anatomy included fragile leaflets, a cleft and a tethered posterior leaflet. The clip delivery system (cds) was prepared and no issues were noted. The cds was advanced into the patient anatomy. Simultaneous grasping was performed and the clip was able to grasp the leaflets without issue. The clip was then opened to reposition. The posterior gripper would not go down. Troubleshooting attempts were made, with simultaneous lowering of the grippers and with only the posterior gripper; however, the posterior gripper would not lower. The decision was made to remove the cds and no difficulty was noted. Although no difficulty was noted during grasping or after releasing the grasp, a small flail was noted. The physician was unsure if the flail was a pre-existing condition or if the flail occurred after grasping. A second cds was opened; however, the patient's condition began to decline and the decision was made to abort the procedure. As the patient's blood pressure was low, an intra-aortic balloon pump was placed. Post procedure, the mr remained at grade 4+. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The returned device analysis could not confirm the reported difficult to open or close (gripper actuation ¿ single) as both grippers were able to lower and raise without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral regurgitation (mr), tissue damage, and hypotension as listed in the mitraclip g4 system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation-single) could not be determined. A cause for the reported tissue damage (flail) could not be determined. Reported mr was due to procedural conditions. A cause for hypotension could not be determined. Additional therapy/ non-surgical treatment was due to case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.